Event description:
In the gastroenterology ward, when exhausting air before puncture, the root of the hose was damaged and leaked fluid.

Manufacturer narrative:
1. Complaint description: leakage at catheter. 2. DHR: the batch number of the complained product is 3136599, is 24g and product code is 383914, produced on 2023/07 with a total of (B)(4) pieces in this batch; inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 3. The customer returned a sample, which has already been used, as shown in the attached photo 1. Inspect the catheter under the microscope,found that the root of the catheter was damaged and suspected to be punctured,as attached photos 2 and 3. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Possible cause analysis: in the process of needle removal, too slow needle removal speed will lead to a drop of blood from the tail of the septum when the needle is removed, but the product will not continue to leakage. In this case, the needle can be removed at normal speed to avoid it . In summary, it is suspected that the product catheter may have been punctured by needle during use, resulting in catheter leakage. Due to the fact that the product has already been used, the root cause of the complaint defect cannot be determined, the factory will continue to monitor and monitor the trend of the defect complaint.

Event description:
It was reported while using bd pegasus safety closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: in the gastroenterology ward, when exhausting air before puncture, the root of the hose was damaged and leaked fluid.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.